Manufacturer narrative:
The procedure date was corrected.

Event description:
On (B)(6) 2017, the patient underwent treatment of a thoracic aneurysm located at the arch aorta with a conformable gore® tag® thoracic endoprosthesis. The physician adjusted the proximal radio-opaque band of the device to the location just below the left common carotid artery and successfully deployed the device. However, after the physician closed the incision, an angiography suggested the left common carotid artery was covered by the device. The physician punctured the left cervical region and implanted other manufacture¿s bare metal stent within the left common carotid artery to restore blood flow. An angiography showed there was no further issues and the physician finished the procedure. The patient tolerated the procedure. It was reported that the device was deployed as intended, but vascular morphology might have changed after the stiff guide wire was removed from the vessel.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4). Per the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to: branch vessel occlusion.

Event description:
On (B)(6) 2016, the patient underwent treatment of a thoracic aneurysm located at the arch aorta with a conformable gore® tag® thoracic endoprosthesis. The physician adjusted the proximal radio-opaque band of the device to the location just below the left common carotid artery and successfully deployed the device. However, after the physician closed the incision, an angiography suggested the left common carotid artery was covered by the device. The physician punctured the left cervical region and implanted other manufacture¿s bare metal stent within the left common carotid artery to restore blood flow. An angiography showed there was no further issues and the physician finished the procedure. The patient tolerated the procedure. It was reported that the device was deployed as intended, but vascular morphology might have changed after the stiff guide wire was removed from the vessel.